Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Customer subsequently went to the emergency room. The customer's blood glucose (bg) level was approximately 40 mg/dl. Customer consumed carbohydrates and received IV (intravenous) fluids of saline to address the low bg. The customer was released the following morning ((B)(6)) with the issue resolved and no permanent damage. Customer declined training from customer technical support and recognized it was user error.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error statement (for complaint record root cause and narrative of MDR): the pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.